Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (4.6 mg/ml at minimum rate) and infumorph (9.6 mg/ml at minimum rate) via an implanted pump. The indication for pump use was pancreatic cancer/malignant pain. It was reported that it was confirmed via a CT scan that the catheter tip came out. Today ((B)(6) 2019) the patient was taken to surgery to revise the tip of the catheter. Once the patient was opened up, they confirmed the anchor was still in the fascia however the tip was pulled out of the intrathecal space. They then removed 27.5 cm of the tip and added 44.4 cm. No patient symptoms were reported. No further complications were reported/anticipated.